Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during peritoneal dialysis, dwell 3 of 4. The home patient (hp) was connected at the time of the alarm. The supply bags were empty with solution in heater bag only. The technical service representative (tsr) asked if any bags had come undone but the hp stated no. The cause of the alarm was not determined during troubleshooting by the tsr. The tsr explained the alarm and helped the hp clear the alarm by cycling power on the hc. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.